Manufacturer narrative:
It was reported that a 67-year-old male patient (64kg) underwent a afib ablation which included: pulmonary vein isolation (pvi), cavotricuspid isthmus line (cti) and superior vena cava (svc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After pvi, svc, cti ablation was ended, the patient¿s blood pressure decreased during the induce test, and pericardial effusion was confirmed by echography. The patients systolic blood pressure (sbp) dropped to 50 and did not increase despite vasopressor administration. Emergency drainage was performed in order to stabilize the patient. The volume of fluid removed was not reported. Emergency drainage was performed, and sbp was stable at 110/ level when the patient left the room. The physician¿s commented that the cause is unknown. There is no sense of pop or high contact. Patient¿s condition had improved. There was no indication that prolonged hospitalization was required. No error messages were observed throughout the case. Device evaluation details: on 3/18/2021, the product was returned to biosense webster inc. (Bwi) for evaluation. Evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient (64kg) underwent a afib ablation which included: pulmonary vein isolation (pvi), cavotricuspid isthmus line (cti) and superior vena cava (svc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After pvi, svc, cti ablation was ended, the patient¿s blood pressure decreased during the induce test, and pericardial effusion was confirmed by echography. The patients systolic blood pressure (sbp) dropped to 50/ and did not increase despite vasopressor administration. Emergency drainage was performed in order to stabilize the patient. The volume of fluid removed was not reported. Emergency drainage was performed, and sbp was stable at 110/ level when the patient left the room. The physician¿s commented that the cause is unknown. There was a comment that there was no high contact. There was no discomfort with the product. Similarly, there is no sense of pop or high contact. He commented that actual contact force might be higher than carto display at the time of cti ablation. There was no evidence of steam pop. Patient¿s condition had improved. There was no indication that prolonged hospitalization was required. The force visualization features settings were not available, additional filters settings were not available. Viistag module settings and parameters were not available. No error messages were observed throughout the case.